Manufacturer narrative:
Additional narrative: updated complaint description / information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 07july2017: it was reported that a patient was implanted with pro-disc c and l in 2013, and since being implanted with the devices she has experienced pain and adverse events that have grown and progressed so that she has had an increasingly horrifying experience. She reported the following debilitating adverse events and problems: a popping and snapping sound, and extreme pain of the right side of her neck, low back pain and that he left leg is numb. She reportedly cannot go to the bathroom; when she goes to move her bowels, she feels pain down both legs and her back; mostly her lower back but it radiates to her mid back. The patient explained that she has two discs; one in the neck and one disc in her back. She stated that the neck pain is progressively getting worse. She reports that the pain in neck and back are horrifying; that the pain in her neck is radiating to upper back to where she has to sit with heating pads on constantly. As a result, she has burned holes in her neck from the heating pads. She added that her physical therapist will not touch her neck. It was reported that her neck is completely straight; that this showed up in an MRI (taken (B)(6) 2017) and a myelogram and that she had a few radiologists tell her that she has no natural curve in her neck; that her neck is completely straight. She reported that she has pain in her upper back due to the straight neck and that she has placed a tens unit or an ems unit on her neck and as soon a she turned it on made her neck throb and ache and made legs completely numb. Reportedly her left arm going completely numb too. She reported that she cannot feel her feet, that she cannot feel left leg. He left side is chronically numb and that she has difficulty walking. She reportedly uses a cane to walk and that her physician is ordering her a scooter ¿ the more she walks the more problems she has. Lastly, she reported that she was told that she has arthritis where the discs are replaced and her physical therapist said the vertebra are colliding due to the lack of natural curve; that the bones are grinding together. This complaint is linked to (B)(4).

Manufacturer narrative:
Date of event: date patient pain began is not known. This report is for an unknown prodisc l implant (inferior endplate). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with prodisc-l at l5-s1 on (B)(6) 2013 due to lumbar pain. Patient was also implanted with prodisc-c at c5-c6 and c6-c7 due to leaks in her disc space on (B)(6) 2013. Both surgeries were performed by the same surgeon. No issues were reported after either surgery. Patient reports ongoing pain despite physical therapy and multiple medications. Patient reports upper, mid, and lower back pain, groin and neck pain, as well as headaches. Patient further reports numbness in feet, legs, and back. Although utilizing a cane, patient is not able to walk for more than a short time. Cognizant interference is reported due to pain levels. Left arm pain reported worse than the right arm, patient reports inability to lift more than five (5) pounds since the surgery. Patient¿s last surgeon visit was (B)(6) 2017, where surgeon confirmed there is nothing more that can be done for pain. This report is for one (1) unknown prodisc-l implant (polyethylene inlay) this is report 2 of 3 for (B)(4).